Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator experienced a transducer failure. The customer advised there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis lab received the suspect component and performed an investigation. The reported issue was duplicated and was isolated to tca drift railed high a/d counts. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.